Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 285 mg/dl, 189 mg/dl, 178 mg/dl. Tests were done within 10 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.